Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer will use a backup insulin pump in the meantime. The customer will receive a replacement pump with updated software and was advised on necessary steps, including returning the faulty pump to tandem.